Manufacturer narrative:
Device evaluated by manufacturer: device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Jet registry it was reported that target vessel revascularization occurred. In (B)(6) 2012, the target lesion was a de novo lesion located in the left common femoral artery with a 80% stenosis and was 5cm long with a reference vessel diameter of 6mm. The target lesion was treated with the jetstream navitus system. Residual stenosis percentage was 50% post jetstream treatment. A .014 wire was navigated through the left common femoral artery and lesions in the left superficial femoral artery (sfa) and popliteal artery. Jetstream atherectomy was performed in the left common femoral artery. The left common femoral artery was then dilated using a 7 mm balloon. Due to calcification in the superficial femoral artery and the popliteal artery orbital atherectomy was performed using a diamondback crown. Balloon angioplasty of the popliteal as well as the sfa was performed using 6 mm balloons. Repeat angiography revealed brisk flow through the left lower extremity. Residual stenosis post adjunctive treatment was 0%. In (B)(6) 2013, the subject presented with complaints of severe claudication on the left side. In (B)(6) 2013, 203 days post-index procedure the subject was admitted to the hospital and underwent left lower extremity revascularization. A .014 wire was used to navigate through the lesion in the left common femoral as well as the left sfa. Jetstream atherectomy of the left common femoral and left sfa was performed followed by balloon angioplasty using a 6 mm balloon. There was an excellent angiographic result. The event resolved on the same day. The subject was discharged from the hospital three days later on aspirin and brilinta.